Event description:
Poly swap surgery performed (B)(6) 2015. Disassociated tibial insert reported by (B)(4) (sales representative).

Manufacturer narrative:
Complaint (B)(4) was opened in regards to the reported complaint from sales representative (B)(6) who works with dr. (B)(6). No explants were returned for evaluation. The following efforts were undertaken to gather further information about the reported disassociation complaint. Some information has been provided by mr. (B)(6) (from (B)(6)) which allowed the population of some sections on this complaint form. Multiple attempts by phone calls were made to gather more information (reason for incident, initial surgery, revisions, x-rays, lot numbers for each surgery, etc.) From complainant but to no avail. Mr. (B)(6) did promise he would contact dr. (B)(6) but no further information was ever provided from mr. (B)(6). Several phone calls were made to dr. (B)(6) office in (B)(6) and contact was made with the office manager where she was apprised of the need for contact with dr. (B)(6) to gather additional information on his complaint to (B)(6) in regards to tibial insert disassociation. No phone contact has been received from dr. (B)(6). Finally an email was sent to dr. (B)(6) office requesting additional information pertaining to the complaint of tibial insert disassociation. None of the requests for additional information was ever responded to by (B)(6) or dr. (B)(6). As reasonable efforts have been made to gather additional information to report, the complaint file will be closed. Please see complaint folder for copies of phone call attempts and emails sent requesting additional information for reported complaint.